Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, titan touch pump was explanted and replaced due to auto inflation.

Manufacturer narrative:
A titan touch pump was received for evaluation. Examination and testing of the returned component revealed no functional or visible abnormalities with the pump. Because the available information did not indicate what factors may have contributed to the reported event of "auto inflation," and because no functional abnormalities were noted, quality cannot determine the true cause of this reported event. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5860345. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
Additional information received indicated auto inflation secondary lockout valve. Failure inflation even upon single pump press.